Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the microprocessor/microcontroller/processor. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Upon extended investigation of the returned freestyle lite meter it was determined that the cause of the blank screen was due to a faulty central processing unit (cpu), thereby preventing the meter from powering on. Since the cpu acts as a communication link between different components on the meter, any damage to the cpu could prevent the meter from powering on. Mix-match testing was performed, and a known good cpu was placed on the returned printed circuit board assembly (pcba). The returned meter powered on and was able to function as intended. When the returned cpu was placed on a known good pcba, the known good pcba did not power on. Thus, the cause of the reported power related issue is due to a faulty cpu. This complaint is confirmed to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as extended investigation was missing in h10. Correct h10 has been modified.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2012, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.